Manufacturer narrative:
(B)(4). This complaint for a check lines and bags alarm was not confirmed. The product was not returned to baxter for evaluation. It was not possible to review manufacturing records for the lot because the lot number is unknown. Home patient (hp) stated he saw air in the line and also added that he was not sure if he was connected prior to initial drain. It is not known whether this potential use error contributed to the alarm. The root cause of the alarm was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the check lines and bags alarm is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting a check lines and bags alarm that appeared on the homechoice (hc) display while the patient was connected during the initial drain, the home patient (hp) revealed that he saw air in the line. The technical service representative (tsr) assisted with troubleshooting and advised to start over with new supplies. The therapy was ended. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp regarding the air in line, the hp stated that he did not remember the event. The hp stated that he is doing fine. The hp stated that there were no defects on the supplies. No allegations were made against any of the hp's dialysis products. No further information was provided.